Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run essential performance testing) has been confirmed. Upon investigation the monitor was able to power up, however there was contamination found on the j1 on the ca board, causing intermittent connection with the battery. Additionally, contamination was found on the j502 on the ca board. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.